Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button issues) was confirmed. Upon investigation the front and rear response buttons were intermittently non-functional. The cause for the failure was a damaged front and rear response button switches. Additionally, the response button covers were missing. The root cause for the damaged switches was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor had non-functional response buttons.